Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker had recorded a high atrial rate episode that contained event markers but no egm. Assistance with interpretation was requested. The device is still in use. There were no patient complications reported as a result of this event.